Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 5.2 cm diameter abdominal aortic aneurysm. It was noted that there was an angled, conical infrarenal neck, ectatic common iliac arteries, distal common iliac arteries diseased, and tortuous iliac arteries. The physician completed the endovascular repair. It was reported that the post angiogram showed a type iii endoleak, fabric in the contra lateral gate side, about 1cm distal to gate ring. The stent graft limb was relined with an endurant 16x24x93 iliac limb and the type iii endoleak, fabric was resolved. No additional clinical sequelae were reported and the patient is fine. Review of pre-implant cta¿s and 3d film report revealed that the patient had a moderately angulated proximal neck (between 45 ¿ 60 deg). The aortic neck diameter just below the renals was 21mm, 3cm in length, and was calcified. The max aaa diameter was 5cm and contained thrombus. The calcified distal aortic diameter was 33mm. The iliac arteries were mildly tortuous but extensively calcified. Several still angio images during implant were reviewed. Contrast was seen outside the contralateral/left limb just below the level of the gate, as well as possibly outside the left side of the aortic body near the level of the flow divider. There appeared to be adequate contra limb overlap across the gate (markers were aligned). After relining the contra limb, from the level of the flow divider to 5cm below the gate, the previously seen endoleak just below the gate appeared to have resolved. The cause and type of the endoleak seen during implant could not be determined from the still images provided. It is possible that this may have been a type iii fabric, but cannot rule out a type IV endoleak (since the endoleak occurred at implant) or a type iii separation endoleak.

Manufacturer narrative:
(B)(4).